Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was assembling the jig to fit the nail , the drill bit and bushing were used to check alignment before tightening the nail. Whilst tightening, the jig slipped causing over rotation which led to excess force bending the drill bit. The surgeon tried to straighten the drill bit which caused it to snap and become stuck in the drill bushing. This was before any of the parts came in contact with the patient. This was an alignment check of the jig, not an alignment check on the patient. This did not affect the surgery as there was a spare drill bit and bushing. The surgeon did not complain as he knew it was an accident and the surgery was not delayed.